Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Subject device has been received and is currently in the evaluation process. Investigation is ongoing and no conclusion could be drawn. An initial review of the device history records has been conducted, however this was done on an incorrect lot #. Until the lot number provided can be verified as a valid synthes or supplier lot number, the device history record review cannot be performed. Corrected lot # to 8423221 which is the lot # on the returned product also the expiration date on initial MDR is not correct. Currently expiration date is not available as the lot number provided can not be verified as a valid synthes or supplier lot number. Yes, product was returned. (B)(6). Device manufacture date currently unknown. Placeholder.

Event description:
A patient implanted with sternal plates and zipfix ties on (B)(6) 2013 was returned to the operating room on (B)(6) 2013 for removal of broken zipfix ties and a broken sternal plate. No additional information is available. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The product development evaluation details, four zipfix devices were returned for the evaluation. There are no tooth deformations seen on the device bodies and/or locking features which would indicate that the devices had been tensioned during the application. The locking feature in the locking head is at the right distance from its back walls which allow proper engaging which was achieved during this evaluation on two of the returned devices. The two other implants are bent and broken off at the end of the needle. Deformations marks are visible on the side walls. The needles are missing for all four devices. The entire laser etching is readable. Design related root cause for the reported issued was undetermined. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications. The exact root cause of the breakage undetermined. The reported breakage is possibly indicative of a mechanical overloading situation during usage. Due to the condition of the device, the relevant dimensions cannot be checked. Therefore, this reported issue is deemed indeterminate from a manufacturing standpoint.